Event description:
This valve was explanted due to a thrombus. At explant, thrombus was observed on one of the valve leaflets. It was resected and replaced with sjm 25mj-501. The pt experienced a "small" stroke approx two days postoperatively but appeared to be "recovering rapidly" by 1/01. Add'l info has been requested.